Manufacturer narrative:
Alleged failure: when it was returned to the account after the fix, the console sparked/smoked upon plugging in for the first time. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board . The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: when it was returned to the account after the fix, the console sparked/smoked upon plugging in for the first time. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board . The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.